Manufacturer narrative:
The investigation determined that discordant reactive vitros cov2 ag results were obtained from a single patient sample when tested using a vitros 5600 integrated system. A definitive assignable cause for the discordant, reactive vitros cv2ag results was not established. Based on historical qc results, a vitros cv2ag lot 0014 reagent performance issue is not a likely contributor to the event as vitros qc fluid results prior to the event were acceptable. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cv2ag lot 0014. There were no false reactive vitros cv2ag results obtained on the customer¿s other instrument. There was no evidence of an instrument issue ((B)(4)), however, as no diagnostic precision testing was conducted on the instrument, an instrument issue cannot be completely ruled out as a contributor to the event. The handling of the patient sample is an unlikely contributor to the event, as vitros cv2ag testing for the patient was conducted on the date of nasopharyngeal sample collection. Additionally, the customer was using a recommended utm (copan utm) for sample storage, therefore, an issue relating to sample storage is an unlikely contributor to the event. A patient sample preparation issue is a possible contributor to the event. The vitros cv2ag IFU states to use 0.4ml of viral sample along with 0.1ml of extraction buffer. However, the customer indicated they were using a 0.5ml disposable transfer pipette to transfer approximately 0.4ml of viral sample. The tsc recommended the customer use a volumetric pipette for the preparation of patient samples in order to transfer an accurate volume of viral sample. Continual tracking and trending does not indicate a systemic issue with vitros cov2ag lot 0014. (B)(4).

Event description:
The investigation determined that discordant reactive vitros sars-cov-2 antigen (cv2ag) results were obtained from a single patient sample when tested using vitros cv2ag lot 0014 on a vitros 5600 integrated system. The results were discordant compared to a negative pcr result from the same patient sample. Patient 1, vitros cv2ag results of 1.33, 1.41, 1.05 and 1.09 s/c (reactive) versus the pcr result of negative. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The vitros cv2ag discordant reactive results were not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
This supplemental MDR was created to update assignable cause to include an issue with the performance of the remel m4rt as a likely cause of the event. It was determined that the customer was using several viral transport mediums (vtm) which included remel m4rt vtm. Ortho has determined it is possible for the remel m4rt vtm to generate higher than expected signal/cutoff (s/c), which may result in a falsely reactive result, even in the absence of a specimen swab. A communication (cl2021-064) was sent to all consignees on 12 february 2021 and informed customers to discontinue use of remel m4rt vtm and transition to an alternate media. The vitros sars-cov-2 antigen instructions for use has been updated to remove remel m4rt vtm from the intended use and the specimens recommended sections. The FDA was notified of this issue on 11 february 2021. Please refer to report (B)(4).

Event description:
This supplemental MDR was created to update assignable cause to include an issue with the performance of the remel m4rt as a likely cause of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).